Event description:
A distributor in (B)(4) reported a readings accuracy issue with their freestyle meter. A blood sample from a patient was obtained in a hospital setting. Upon testing the patient's sample, the adc meter gave a reading of 328mg/dl and it was reported that the laboratory reading of 102mg/dl was obtained. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in values is considered clinically significant. The serial number for this adc meter was not provided. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
If meter is returned, an investigation will be performed and a supplemental report will be sent with investigation results.